Event description:
Mastisol liquid bandage was applied to right shoulder after surgical procedure. I have extreme itching, sensitivity, redness, pain and blistering on and around surgical sites which continue to worsen.